Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes. Section d9 - date returned to manufacturer: 06-aug-2024. Section h3 - device evaluated by manufacturer? Yes. Device evaluation: visual inspection of the returned device was performed, which was received cut in half. Diopter measurement was performed. The returned lens diopter measurement result was 23.14d on the device presumed to be a gib00i0110 model lens - smartload tecnis eyhance iol, serial number (B)(6) with presumed dioptric power of 11.0d. Based on evaluation of the returned product, a product deficiency and malfunction were identified. Further investigation is being performed to investigate the noted incorrect lens power. A non-conformance has been opened and appropriate corrective and preventive actions will be taken in accordance with standard operating procedures. Based on the bonding review, no other complaints were received for this production order. Conclusion: although a definitive root cause has not been confirmed at this time, johnson & johnson surgical vision, inc. Will continue to monitor these types of events. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2, a4 and a5: per regulation EU (B)(4) (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section b3 - date of event: unknown/not provided. The best estimate date is between (B)(6) 2024 (date of implantation) and (B)(6) 2024 (date of explant). Section e1 - telephone number:(B)(6). Section h3: the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after the implantation of an intraocular lens (iol), the doctor ended up with a post-operative refraction of -10.0 diopter for the patient, instead of close to zero. Through follow-up we learned that the iol was explanted and the same model lens of 11 diopter was implanted. Patient is satisfied with the new iol. No further details were provided.